Event description:
It was reported that a myocardial infarction occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman laa closure device with delivery system (wds). During the procedure the patient experienced a myocardial infarction. The physician suspected that thrombus had formed on the surface of the device. No further information on the status of the patient has been reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman delivery system (wds) with the closure device inside the sheath. The hub, shaft, tip, and core wire were visually, tactilely, and microscopically inspected. Inspection revealed the tri-cuts of the tip were flared and abrasions were present on the inside of the sheath tip. There were numerous kinks along the device sheath. Damage to the implant anchors were noted. Product analysis could not confirm the reported myocardial infarction as clinical circumstances could not be replicated.

Event description:
It was reported that a myocardial infarction occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman laa closure device with delivery system (wds). During the procedure the patient experienced a myocardial infarction. The physician suspected that thrombus had formed on the surface of the device. No further information on the status of the patient has been reported. It was further reported during deployment of the closure device, the patient experienced hypotension and a drop in heart rate with st segment elevation. Temporary pacing was performed. Angiography revealed an occlusion in the left main coronary artery. The blood pressure and heart rate of the patient returned to normal and angiography showed the occlusion had improved. The patient fully recovered and was discharged seven days post index procedure.

Manufacturer narrative:
B5 event description updated. H6 patient codes and impact codes updated.

Event description:
It was reported that a myocardial infarction occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman laa closure device with delivery system (wds). During the procedure the patient experienced a myocardial infarction. The physician suspected that thrombus had formed on the surface of the device. No further information on the status of the patient has been reported. It was further reported during deployment of the closure device, the patient experienced hypotension and a drop in heart rate with st segment elevation. Temporary pacing was performed. Angiography revealed an occlusion in the left main coronary artery. The blood pressure and heart rate of the patient returned to normal and angiography showed the occlusion had improved. The patient fully recovered and was discharged seven days post index procedure.